Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
G5 is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the pump had an air-in-line error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
D4 - primary UDI number: correction. D9: date returned to mfg.: 5/26/2025. D3 - mfg establishment name, d3 - manufacturing plant address, d3 - manufacturing plant city, d3 - zip code, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has air-in-line error¿ was confirmed. Alarm air in line when running the pump with fluid in the tube. The cause was a defective air detector. Replaced the air detector to resolve error. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.